Event description:
It was reported that the patient came to the emergency room with complaints of dizziness. There were pauses noted in ventricular pacing. Additionally, the atrial electrogram did "not [have a] clear signal" and the p-waves were noted to be low. The device was reprogrammed to ddd mode; however, there was still some prolongation before the ventricular pace occurred. The atrial and ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6935m62 implantable tachy lead 2012-(B)(6); d204drm implantable cardioverter defibrillator 2012-(B)(6). (B)(4).